Event description:
(B)(6). Complications associated with intrathecal baclofen administration -our experience. P03.270. Summary: intrathecal baclofen (itb) delivered by programmable pump device can solve severe spasticity where systemic administration of antispastic drug or local administration of botulinum toxin has an insufficient effect. However, adverse events are unavoidable part of such treatment. Pharmacological side effects of itb, surgical complications, and device-related complications are usually the main problems. In this study, we reported our experience with itb treatment in past 10 years. Based on positive test trials with itb we have implanted 37 pump systems (5x synchromed el, 32x synchromed ii, medtronic) for severe spasticity in multiple sclerosis (13 cases) and in spinal cord injury (16 cases). Implantation technique was routine except one partial hemilaminectomy in patient with ankylosing spondylitis. Overall we observed 14 complications (38%) with itb treatment. Catheter-related complications developed in six patients. Three patients had local catheter infection and were successfully treated with antibiotics. Twice we observed cerebrospinal fluid leaks, once with the fluid subcutaneous fistula with necessity of surgical resolve. Two pumps had to be explanted, one due to infection and one due to pump failure. Most complications were connected with catheter and were surgically treatable. Although intrathecal drug delivery systems are associated with various side effects and complications, their benefits outweigh the risk. Prevention, early recognition, and prompt management optimize the patient outcomes. Reported events: six patients experienced catheter related complications. (B)(4) three patients had local catheter infection and were successfully treated with antibiotics. (B)(4) two patients experienced cerebrospinal fluid leaks, one with fluid subcutaneous fistula with necessity of surgical resolve. (B)(4) one pump was explanted due to infection. (B)(4) one pump was explanted due to pump failure. (B)(4) additional information had been requested.

Manufacturer narrative:
It was not possible to match these events with any previously reported events. (B)(4).